Manufacturer narrative:
Unit had button error alarmed due to corroded on keypad trace. Unit received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.